Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Global receiver functional testing was performed and the receiver passed. A review of the data log confirmed hardware and firmware error codes. In addition, a screen error alarm was also observed. The customers complaint was confirmed. This complaint was deemed reportable upon completion of device evaluation on 02/19/2015. The root cause was determined to be a hardware component failure

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report on (B)(6) 2015 the receiver continuously requested for time and date input. Patient did not report any injury or medical intervention.